Event description:
It was reported that during a hemorrhoidectomy procedure, the device did not fire all the staples, causing a small laceration in the tissue. Sutures were used to rectify the situation. There was minor blood loss. The patient is fine. Patient will undergo a second operation to complete the procedure at a later date.